Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the sensor was removed for missing sensor cannula. The customer's blood glucose level was unknown. The customer stated that missing sensor cannula was not in the body. The sensor will not be retuned for the analysis.